Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist received a call from the customer reporting an issue with the station was not communicating with epic. During the call, the customer mentioned that one of their servers was reimaged and suspected it might be causing the issue. No follow-up call was received from the customer, so the technical support specialist closed the ticket.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was not communicating with the epic and order was not crossing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.